Event description:
Reportedly, a new pacing system was implanted on (B)(6) 2023. The patient was pacemaker dependent. On (B)(6) 2023, it was observed that the pacing spike was not appearing on the ward monitor. The basic rate was 70 ppm, but it was about 40 bpm of his intrinsic beats. The x-ray examination results confirmed that vega r58 had passed through to svc, confirming dislodgement. A re-intervention for repositioning was performed on the same day and the problem was resolved. The threshold was 0.5v for both the initial and second placements. The physician's comments were as follows. When the implant was placed, the blood vessel near the svc was meandering, and it appeared that something caused it to stretch, causing the v-lead to snap and dislodge. It's not a lead issue. The physician has experience implanting mpcrm screw leads. The extension/retraction of the helix was confirmed at the time of removal from the package before insertion into the body. The turns of the extension/retrieval butterfly tool were all within the maximum turns (within 10 turns for r58). However, since the stylet was shaped, it was plus 3 turns. The placement was changed three times. The placement site was near the apex of the heart.

Manufacturer narrative:
Investigation summary: the manufacturing process was reviewed and did not reveal any irregularities. As reported, two days post implantation, on (b)(6 2023 the patient intrinsic beat (40 bpm) was lower than the basic rate (70 bpm) and ventricular lead dislodgement was suspected and confirmed through x-rays where the ventricular lead was found in the superior veina cava. The same day, the subject lead was re-positioned through a re-intervention, which resolved the associated event. Therefore, a lead malfunction was not suspected. Lead dislodgement likely occurred due to external factors, such as patient physiology or physician preferred implant site. It is a well-known potential complication associated to such implantable devices that is discussed in the device instructions-for-use and published literature. This case will be retained and utilized for trending purposes.

Event description:
Reportedly, a new pacing system was implanted on (B)(6) 2023-09-14. The patient was pacemaker dependent. On (B)(6) 2023, it was observed that the pacing spike was not appearing on the ward monitor. The basic rate was 70 ppm, but it was about 40 bpm of his intrinsic beats. The x-ray examination results confirmed that vega r58 had passed through to svc, confirming dislodgement. A re-intervention for repositioning was performed on the same day and the problem was resolved. The threshold was 0.5v for both the initial and second placements. The physician's comments were as follows. When the implant was placed, the blood vessel near the svc was meandering, and it appeared that something caused it to stretch, causing the v-lead to snap and dislodge. It's not a lead issue. The physician has experience implanting mpcrm screw leads. -the extension/retraction of the helix was confirmed at the time of removal from the package before insertion into the body. -the turns of the extension/retrieval butterfly tool were all within the maximum turns (within 10 turns for r58). However, since the stylet was shaped, it was plus 3 turns. -the placement was changed three times. The placement site was near the apex of the heart.